Event description:
The user facility reported that a portion of a glidewire advantage was found to be detached and left in a patient's kidney following a percutaneous nephrolithotomy (pcnl) procedure. Follow up communication with the user facility confirmed: two wires were inserted in the patient's kidneys, one used as a "working wire" and the other used as a "safety wire"; the kidney stones were successfully removed; the following day a follow-up angiogram was performed and the attending physician discovered that a 14cm distal piece of the guidewire had broken off and remained in the kidneys; the broken piece was immediately removed with no implications to the patient; further communication with the attending physician revealed that a lithoclast master lithotripsy device was used during the initial procedure; the procedure was completed successfully and the patient's condition is reported as "fine."

Manufacturer narrative:
(B)(4). Additional surgical procedure was required to retrieve the detached material, but there is no code available. The involved device was returned & evaluated by qa at the manufacturing facility. Examination confirmed: the distal piece of the separated guide wire was approximately 139mm in length; electron microscopic inspection of the fracture cross-sections revealed that they were in a flat state, indicating contact with a sharp surface; and a dimple pattern was noted on the fracture cross section of the core wire. Evaluation of undamaged sections of the returned device confirmed no evidence of abnormalities or defects. Although the cause of the reported event cannot be definitively determined, the event description and appearance of the return sample are most consistent with damage to the device due to manipulation of the guidewire against another device, such as the lithoclast master used during the procedure. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including, "do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m" and "when using a drug or a device concurrently with the guide wire m, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the guide wire m. For example, when using the guide wire m with any device that emits energy (laser, pressure, ultrasound, etc.), confirm that the guide wire m is retracted into a position where it will not be impacted by the energy." All available information has been place on file at the manufacturing facility for appropriate tracking, trending and follow up (B)(4).